Event description:
During an atrial fibrillation procedure, the sheath was inserted into the right atrium. Prior to septal puncture and catheter insertion, air was aspirated. Air was aspirated multiple times with no resolution. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.